Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. The device was unable to separate the blood. Vendor evaluation found damage to 8 springs, centrifuge arm, lid assembly, latch base, hall sensor, solenoid, rotor top, power cord and ferrite.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/23/2024, it was reported by a sales representative via (B)(4) that an abs-10060r angel centrifuge had been having issues separating rbc from the desired prp. This was discovered during a procedure with no patient harm.